Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
The customer reported navigation ring issue. There was no patient involvement.

Manufacturer narrative:
G4:28apr2021. B4:28apr2021. H11: b5:the customer called into technical support requesting confirmation of part ID. The remote service engineer (rse) advised that the part number that the customer had was for the navigation ring button cover and advised to verify which part was required. H10: the customer was unable to provide further details about the failure or resolution. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The remote service engineer (rse) discussed the function of the navigational ring vs the accept button and the button cover with the customer. The rse advised the caller to discuss with their tech and have them call back if there are any questions or other parts needed. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.